Event description:
The report stated that during cystectomy ileal conduit the instrument jaws locked after the sealing cycle was completed. There was no patient injury. Subsequently, the device was returned for evaluation, and visual inspection found the blade of the device extended beyond the jaws, which has the potential to cause injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.